Event description:
Medline IV start kit: extension set(mx). (B)(6) center. Reorder code is (B)(6). It is listed on the package as the extension set(mx). Two of these extensions sets had poor connections causing leaking of infusions. This product does not securely connect to the IV line. This was a different product with the same product number as the correct/desired extension set. The product was different, but the product numbers were the same; therefore, users would not know until the product failed and leaked. All of these products were pulled from clinical areas that received this non-desired/malfunctioning medline IV extension set. This issue was escalated to the va national center for patient safety. This report is being completed based upon guidance contained within the vha patient safety notice. Reference report: mw5149429.